Event description:
It was reported that during pre scheduled service performed by a getinge service territory manager (stm) for a touchscreen not responding in the cardosave intra-aortic balloon pump (iabp). The stm found that the power cord in the unit had a retraction problem. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the touchscreen (0160-00-0123) and reset cord winder. The stm then completed preventative maintenance (pm) with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. The intra-aortic balloon pump (iabp) was then returned to customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).